Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that they were not sure about the circumstances that led to all the symptoms and device issues as if it was diet though stayed normal foods. Pulse was set at 150 post operatively and it was increased to 250. No information was provided regarding hospital and surgery. Patient weight was reported.

Event description:
The patient reported that she has gone through 3 days of fecal incontinence. Patient stated in the hospital it was working fine but now she did not seem to be feeling the pulsing in the right area. Patient stated it was in the buttocks but now it's in the bike seat area. Patient stated she tried increasing stim from 1.5 to 1.8 but it was hurting so she back it back down, so it felt more comfortable. Device was sync with the patient programmer and was noted stimulation was on and patient was on program 3 at 1.5v. Patient stated she did talk to the representative, but she was so groggy after the surgery she doesn't really remember much. Patient stated she had a fall on thursday and has not had her device checked since. The patient had a fall and reported the next day of loss of therapy. The patient indicators for use are for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.